Event description:
Info received indicates that after the implantation of the valve, a longitudinal tear, parallel to the edge of one of the leaflets, was noted. The valve was replaced with no further complications to the pt reported.

Manufacturer narrative:
H6: evaluation method code other= device history reviewed. Results code other= device history review found the product met specifications when released for distribution. Conclusion code= exact cause of the event cannot be determined. H3 analysis: analysis shows that the returned product is torn as reported. Visual inspection showed the leaflets are flexible and slightly retracted. A 9mm tear is observed just below the coaptive ridge on the left cusp. Another slight tear was noted in the non-coronary cusp lunulae at the right non-coronary commissure. Both leaflet tears appear consistent with puncture or laceration by a sharp instrument. Conclusion: the exact cause for the leaflet tears is unk. Our review of the device history record shows that it passed multiple inspections and met specifications prior to release to distribution. There was no reported effect to the pt.